Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens would not advance and lens was stuck in cartridge. There was patient contact. The procedure completed on the same day with another lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).